Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an e105 lamp error. The issue occurred, during a diagnostic endoscopy procedure. The procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, h3, h4 and h6. It has been one (1) year since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. However, it was presumed the endoscopic examination was stopped and the e105 lamp error occurred as a result of a failure of the power unit. Olympus will continue to monitor field performance for this device.